Event description:
Initially the customer reported that during subtotal gastrectomy, the regrasp alarm sounded and the device would not activate. Another device was used to complete the procedure. There was no bleeding, no tissue damage and no pt injury. Nothing fell into the pt cavity. The device returned with a broken snap pin. The pin was not returned with the device.

Manufacturer narrative:
(B)(4). The incident device was returned and a visual inspection noted a broken snap on the jaws of the detachable hand piece. The device was tested on simulated tissue for activation and sealing function with acceptable results. The customer¿s report of regrasp alarm with no activation could be duplicated and could be attributed to the snap missing. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. Mfg performs 100% inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition. The IFU for this device provides add¿l info on the proper method of assembling the electrodes onto the reusable instrument.